Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a scd pump. The customer had an issue with a scd pump. The customer states that the power cord is damaged. The unit was sent to a covidien service center. Upon triage, a service technician found that the power cord is damaged and showing bare copper wires.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.